Event description:
Philips received a complaint on the dfm100 indicating that the device can't pass self-test. There was no patient involvement. The customer called and spoke with a philips representative. The customer resolve issue by unplugging paddle and re-inserting. Based on the information available and the testing conducted, the cause of the reported problem was paddle not inserted firmly. The reported problem was confirmed. The device was operational after re-insert was completed. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.